Event description:
It was reported that liquid leaked from a kaguya disposable set. This was described as ¿the liquid leaked out after proceeding with the treatment of the liquid remaining after treatment was completed¿. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.